Event description:
It was reported that upon reviewing lead impedance data for several implants, the lead impedance measurements for recent implants have been higher than previously seen, but still within normal limits. The impedance measurements were slightly lower one day post operatively. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).